Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
Information received from manufacturer's representative reported intra-operative impedance testing performed at a procedure the day prior showed electrode #9 had a value of 185 ohms. All other contacts had values in the range of 600-900 ohms. The impedances were again tested post-op and electrode 9 was >10,000 ohms. Re-testing of the impedances at 1.5 volts showed a value of >20,000 ohms on electrode 9. It was noted that electrode was not being used in the programming. The stimulation had been running since and the patient was getting excellent coverage with the electrode. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the manufacturer's representative reported that they were unsure why there was high impedance on contact 9. However, it was noted that the patient was getting "great stimulation" and "loves the device". If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type: lead. Product ID 977a260, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances on the day of surgery measuring 40,000. Ins change occurred on 8.29.25- when new battery hooked up to leads during procedure- impedance check revealed contact 9 was 40,000 ohms. Pt was seen for post op appt 9.10.25 where contact/electrode 9 continues to measure 40,000 ohms. Avoided utilizing contact 9 in programming. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.